Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to noise on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The noise is suspected to be due to lead-to-lead contact from abandoned leads. No changes or intervention was reported. The patient condition was stable.